Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that they have the pump checked since she is experiencing high blood glucose. The customer mentioned she already changed infusion set thinking it might be the cause, but after changing and inserting a new set, it was still going high. Patient's blood glucose at time of incident was 400mg/dl. Patient's current blood glucose was 198 mg/dl. The customer was feeling tired, thirsty and had nausea. The customer treated high blood glucose with manual injections. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery. Customer stated they are unsure if the drive support cap is protruded, loose, sticking out or flush. Customer mentioned she sees a small crack on the drive support cap. The pump passed displacement and high pressure test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion, prime or compromised force sensor system alarm and excessive no delivery test due to compromised force sensor system alarm. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label and cracked belt clip slot.